Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 51.0cm to 55.9cm from the connector in. The damage found likely contributed to the reported impedance anomaly.